Event description:
A customer contacted baxter's technical service center to report having air in the patient line during fill 1 on the homechoice (hc) machine. The technical service representative (tsr) advised the home patient (hp) to end therapy and start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, product surveillance (ps) contacted the home patient (hp) regarding this event. The hp stated he could not provide any additional information regarding this event. Per the customer the sample was discarded and a lot number was not provided, therefore no evaluation or batch review could be performed. There was no patient injury or medical intervention reported. Therapy has been going well since. This report for air in the tubing without an alarm was not confirmed. Based on the information gathered during baxter's investigation the root cause of the report was undetermined.